Event description:
(B)(4). I had received a grant from public health to have essure inserted (as I had insurance, but the co-pay was high and I was told by my public health provider that I qualified). At the time of insertion, I had gone in by myself and was driven home. I had severe cramping for about 2 months and heavy bleeding nonstop for about 3 weeks. I had then had extreme heavy bleeding a couple time a month, including blood clotting. I had vaginal bacteria and numerous yeast infections. I had sinus infections that I never gotten before. I became depressed and had serious pms with severe cramping. In (B)(6) 2014, I went to the dr and was having pain going down my leg and severe cramping and heavy frequent bleeding (over half the month was bleeding). I had headaches and was having troubles walking. I found that I had cysts and fibroids at that time. I had a hysterectomy on (B)(6) 2014 with the removal of the essure, tubes, uterus, and cervix. I have since been over 20 different medications for cramping, anxiety attacks and hormonal treatment. I go in to a urologist specialist on (B)(6) 2015 for a CT scan and a bladder biopsy due to cramping and problems with urination. I have some prolapse, but not enough that surgery at this time is required, but may in the future, as I get older. I have seen a ob/gyn, urologist specialist, and am undergoing counseling, as well as my regular family physician. I am currently taking vaginal volume and prozac (as I will not take yet another pill, but hope to find out what is causing my problems). They did find adenomyosis and chronic inflammation at the time of the hysterectomy.